Event description:
Rptr was notified by a MFR of endoscopic equipment, that the repairs that were necessary to the camera may be due to the change from using 88/12 ethylene oxide to this sterilizer. It appears that when the chemical is used for gas sterilization of the products with lenses, it affects the integrity of the adhesive and causes fogging and color changes within the instrument.